Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 8x100mm abs pro vascular self-expanding stent system (sess) was advanced to the target lesion, and the stent was being released and began to flower when the thumbwheel was noted to be stiff. However, the stent was ultimately able to be fully released and implanted. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that the device was bent in the 70% stenosed and mildly tortuous anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel physical resistance / sticking and the reported difficult or delayed activation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report being filed, it was reported that the procedure was to treat a 70% stenosed lesion in the mid superficial femoral artery (sfa) with mild tortuosity. No additional information was provided.